Event description:
Pt received a shock from his defibrillator during normal rhythm. After consultation with the manufacturer this and data sent to technical services. This was though to be due to burping phenomenon in the header. The pt was reprepped and draped and the pocket entered. The set screw was examined. The device was left in place. The pt was fully conscious when he received the inappropriate shock.